Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: device identification/serial no - correction . D4: device identification/lot no - correction. D4: device identification/expiration date - correction. H2 type of follow up: correction.

Event description:
Subsequent to the initial MDR, a correction is required.